Event description:
It was reported that the patient's atrial lead was cause mode switch episodes. Further investigation resulted in suspicions that the lead had moved positions, causing the mode switches. No intervention was performed. There were no patient consequences.